Manufacturer narrative:
Clinical evaluation performed by medical affairs on 13 december 2017: partial hip revision surgery (stem and head) occurred 1 year and 8 months after primary implantation. The patient was complaining about pain. Radiographic image provided shows proximal radiolucent lines that suggest the stem did not find proximal stability, and this might be the cause for pain. The image supplied is of very low quality; a possible bone formation is visible above the greater trochanter, but its relationship with the pain is unknown. Also, the cup is significantly proud from the acetabulum, reason unknown, but there is no evidence that the source of pain can be related. The cup has not been revised. Batch review performed on 14 december 2017. Lot 146966: (B)(4) items manufactured and released on 11 february 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Biolox delta ceramic ball head 12/14 ø 36 size m 0 reference 01.29.209 (k112115) lot 155426: (B)(4) items manufactured and released on 15 december 2015. Expiration date: 2020-11-29 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
One year and 9 months after primary the surgeon revised the patient for hip pain. Head and stem swapped successfully.